Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and encountered several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and "found a perforation at the posterior area" and aborted the procedure. No intervention was required and the patient is "doing fine". Dilation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).